Event description:
It was reported that a user of the ilet experienced elevated blood glucose after lunch, with a reported value of 280 mg/dl, and had appropriately announced the meal; troubleshooting and education were provided, and subsequent monitoring showed glucose levels returned to target range. Symptoms included hyperglycemia. Outcomes included transient high glucose without hospitalization or injury. Investigation included a review of use conditions and user-reported glucose trends through a blood glucose questionnaire, with troubleshooting completed. Investigation of this case revealed no device malfunction or component failure identified, and the event was consistent with postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.